Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events rupture, migration, visibility//palpability was received on april 03, 2025, with lot number 1865396. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening migration: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "sitting too high", "shape of breast is odd", "animation", and rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "sitting too high", "shape of breast is odd", "animation", and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.